Manufacturer narrative:
The end user's husband stated that he felt there were areas on the wheelchair frame that were too sharp for his wife's skin during transfers in and out of the wheelchair. He used his own dremmel tool to grind down the areas he felt were sharp. He feels the chair is now safe to use for his wife and will not be returning the chair for investigation. The assembly team has added an item to their final inspection checklist to check each wheelchair of this type for any sharp areas during final inspection of the wheelchair. Engineering and design will follow up if issues are found during final inspections moving forward. Since this specific chair is not being returned for investigation, this investigation is considered closed and no follow up report will be filed.

Event description:
Sunrise medical received a letter from the husband of an end user stating that multiple areas on the wheelchair were sharp and his wife's legs had received cuts and scrapes as a result during transferring. One instance resulted in his wife requiring 18 stitches from a laceration from the footrest.